Manufacturer narrative:
Additional information: MFR site, report source, PMA/510k, if follow-up, what type. The device was not returned for evaluation, and a lot number was not available. Therefore, a product evaluation, and a review of the device history record (DHR) could not be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information available, a root cause for the reported event could not be conclusively determined. However, user related factors such as loading or handling techniques, or procedural factors might have contributed to the event.

Manufacturer narrative:
Inserter was not returned for evaluation and with no lot number information available device history record review could not be performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The intraocular lens (iol) was implanted into the patient¿s left eye and removed intraoperatively due to a damaged haptic. There was an incision enlargement and sutures were required. The trailing haptic of the toric iol was noted to be fully broken off after insertion into eye. The lens was exchanged for a different model of the same diopter. No further complications occurred: the iol optic was clear and free of debris and the orientation of the lens did not change. In the surgeon¿s opinion, the likely cause of the event was a broken haptic which was likely iatrogenic. The patient did not notice a decrease in their vision. Standard post-op vision has been reported to date. The patient will need suture removal, but overall normal post-op good prognosis is expected.